Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. Major drop and visibility wasn't affected what was the gas consumption rate or volume (liter/minute)? Don't know. Were you able to identify where the leak was coming from? The leak was coming from the seal not fully closing in the trocar when the 5mm device was removed from the trocar. Was a device inserted in the trocar during the leaking? No, the leak only occurred when the device was removed and this happen on each occasion that the 5mm device was removed. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lower anterior resection procedure, it is alleged by the surgeon that the port continued to leak when he changed instruments. The surgeon was using a 5mm ultrasonic device and each time he changed the port the trocar would continue to leak gas until he re-inserted a device in it. He continued to use the port for the duration of the case. No patient consequence.